Event description:
It was reported that during a splenic embolization procedure with an azur vascular plug. The vascular plug was observed to have migrated approx 5-7mm from the original position and additional coils were placed at the proximal section. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and procedure images were not provided; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies implant migration as potential complications associated with use of the device.